Event description:
Customer reported unexpected negative reactions on the echo on a patient sample. Results were positive on one echo, but were negative on another echo. The patient had a history of anti-e.

Manufacturer narrative:
A service call was made. All parameters were within specifications; no adjustments were performed. Screening on five known positive patient samples, including the patient sample in question was run. Four samples came out as expected, including the one that was previously negative. The fifth negative sample was confirmed as negative.the unit operated within specifications. The customer did not return product or sample for investigation testing.